Manufacturer narrative:
Sample collection were not provided. Qc recovered within lab-established ranges. If qc was not run after standby, the instrument would not exhibit the issue. Bci field service engineer (fds) replaced the ratio pump and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the synchron lx20 analyzer generated sodium results approximately 5mmol/l higher than subsequent results. Repeated testing generated lower results and were reported. There was no effect on patients.